Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. Visual inspections and x-ray examination found no anomalies. Electrical testing found no conductor fractures but an internal short was noted between conductors for distal portion. Destructive analysis found inner insulation damaged at the distal region. The cause of the event is consistent with procedural damage.

Event description:
It was reported that the patient presented in the hospital for lead revision. The patient's right ventricular (rv) and right atrial (ra) leads exhibited noise over-sensing. The noise over-sensing on the ra lead was noted to cause inappropriate automated mode switch (ams) episodes. Both leads were explanted and replaced. The patient was in stable condition.